Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported air bubbles. Customer's blood glucose level was reported to be 203 mg/dl. The customer performed a bolus. Reportedly, the customer loaded cold insulin.